Manufacturer narrative:
Concomitant medical products: product ID: 748251, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: extension. Product ID: 3389s-40, lot# v017959, implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: lead. Product ID: 3389s-40, lot# v010293, implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A heath care provider reported that there was a patient with history of parkinson's disease who was referred for neurosurgical evaluation after having undergone deep brain stimulation several years ago. It was noted that the implantable neurostimulator (ipg) was removed after finding that the right chest ipg had eroded though the skin. The extension was also removed due to the low grade infection. The patient had completed their course of antibiotics and been stable off of antibiotic and they now present for definitive re-implantation. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent